Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device noted the guide key in the connector is bent. The complaint of overheating could not be confirmed. The connector could not be inserted into the test control unit¿s receptacle for functional testing due to bent guide key; therefore the complaint of overheating could not be reproduced. The power cord did not appear to have overheated. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors which could have contributed to the damaged guide key include improper installation into the control unit receptacle or attempting to install the footswitch to an incompatible control unit causing distortion or deformation to the guide key tab. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during an arthroscopy surgery the device did not have power, cord overheated. A backup device was used to complete the surgery. No delay or patient injury reported.